Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain matrix related items proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During the corail hip surgery, the surgeon used the broach size 13. It sat 8mm too deep in the femur. Then the surgeon used the broach size 14. It was well placed and fit well. The trial reduction was very satisfactory. The surgeon decided to use the implant size 14, code 3l92514, but it couldn't fully insert the femur and sat 10mm too high. The implant remained in place and a short neck was used. The leg of the pt is 5mm longer as expected.